Event description:
It was reported that during a breast biopsys, 4 markers would not deploy. Upon inspection the plunger is stuck and the marker had melted and a second marker was deployed successfully.

Manufacturer narrative:
Evaluation summary: the analysis results found that the appliers (a,b) were received with the introducer sheath detached from the appliers. The devices contained the collagen plugs with the clip present. However, no functional test could be performed due to the returned condition. The devices (c,d) were returned in good physical condtion and contained the collagen plug with the clip present. The applier was fired and the marker clip deployed properly. The shape of the marker clip was inspected and evaluated during analysis and it was found to be conforming to manufacturing requirements.